Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified. It should be noted that, according to the physician, the pk papyrus us was properly deployed and the perforation was successfully sealed. There was no malfunction of the device. It should further be noted that the IFU states risk of treatment related occlusion of vital coronary artery side branches as contraindication for pk papyrus and stenting in general.

Event description:
The pk papyrus us covered stent system was chosen to seal a very large perforation. The perforation which occurred on a giant piece of calcium hit with a rotablator was in the proximal lad in a vessel that is occluded mid lad and in a diagonal, supplying many septals of the rca to seal the perforation bifurcation stenting was done, but the lad perforation was not fully covered by the 2nd pk papyrus placed from lm into the lad. Therefore 3rd was placed left main into cx. Due to covering the lad which was necessary to seal and survive the perforation the patient had a procedural myocardial infarction. All three pk papyrus us stents were properly deployed. There was no malfunction of the device. It is not known which of the three placed pk papyrus us, which had to be placed during the intervention to save the patients life, possibly led to procedural myocardial infarction. 3 stents reported on MDR-1028232-2020-02866, MDR-1028232-2020-02867, and MDR-1028232-2020-02868.